Event description:
It was reported that the right ventricular (rv) lead threshold had been rising. Sensing function was satisfactory. The patient will follow up via remote monitor. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that possible loss of capture and varying thresholds were observed on a remote monitor transmission. The patient was to follow up with another transmission and the lead remains in use.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068 implantable pacing lead, (B)(6) 2000. (B)(4).